Manufacturer narrative:
The reported event was confirmed during functional testing of the autopulse platform (sn (B)(4)); the root cause was attributed to a defective integrated encoder. The autopulse platform is a reusable device and was manufactured on 18 jan 2008 and has exceeded its service life of 5 years old. As part of routine service during testing, the platform was examined and found physical damages which are characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. After the integrated encoder and the damaged parts were replaced, the platform was further tested and passed all functional testing criteria and met all required specifications without any observed issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during routine check, the lifeband on the autopulse platform (sn (B)(4)) easily removes from the shaft. The lifeband falls off without pinching the locking tabs. The same issue was observed when the user tested another lifeband on the platform. The platform was not used on a patient. No further information was provided.